Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was never implanted. It was reported that the device packaging was accidentally opened and as a result the device was returned from the field. Subsequently, the device was retrieved from archive for further testing.